Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy, a clip did not come out to the jaws properly at loading. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.

Event description:
It was reported that during laparoscopic cholecystectomy, a clip did not come out to the jaws properly at loading. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product auto endo5 ml lot # 73e1900086 was manufactured on 05/02/2019 a total of (B)(4) pieces. Lot was released on 05/10/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard. However, the ratchet sound seemed softer than usual indicating that one of the internal ratchet ears was broken. No clip fired on the first attempt. Another attempt was made with the same result. The sample was disassembled to inspect the internal components. The yoke was broken at the pin position. The channel was bent inwards. The pusher head at the distal end of the feeder was bent. The proximal end of the feeder and the bridge were bent. The feeder was also bent throughout. The lone clip remaining was out of position in the channel. R & d was consulted and it appears that the broken ratchet caused the clips to become out of position and stack on one another in the channel. The clip stacking caused the device to jam. Further attempts to fire the device caused subsequent damages to the yoke, the feeder, the bridge and the channel. The sample was received with 1 clips remaining in the channel indicating that 14 clips were fired by the end user. The broken ratchet prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "clip not loaded properly" was confirmed based upon the sample received. One sample was returned with no clip in the first position of the channel. Upon functional inspection, no clip fired on the first and second attempts. The sample was disassembled and several components were found damaged. It appears that the broken ratchet caused the clips to become out of position and stack on one another in the channel. The clip stacking caused the device to jam. Further attempts to fire the device caused subsequent damages to the yoke, the feeder, the bridge and the channel. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.